Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the lens was scratched, but not sure if it is a quality issue or any manipulation. Additional information was requested.

Event description:
Additional information was requested and provided that scratch on lens identified, upon opening the box with no patient contact.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction the manufacturer internal reference number is: (B)(4).